Manufacturer narrative:
Product analysis: manufacturer's analysis could not confirm the customer comment that the programmer would freeze. It was indicated that the power cord bay was broken, the display latch hasps were broken, the parallel port standoff was broken, the antenna cables were damaged, the left upper hinge was cracked, and the display was intermittently distorted due to flex tape. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze with a box in the middle of the screen saying "formatting report, please wait..." The programmer also took a long time to boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.